Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion is not yet available; investigation is currently in progress.

Event description:
On (B)(6) 2018 a customer reported progesterone (prog iii) control results were out of range high on the aia-360 instrument. Customer has survey samples to run. Technical support specialist (tss) sent new prog iii calibrator so customer can calibrate, which caused a delay in reporting of patient results for progesterone (prog iii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The customer was sent new prog iii calibrator to calibrate. Upon receipt of the new calibrators, the customer reported that they continued to have issues with the progesterone results and were not reporting any patient results until the issue was resolved. The customer believed that the issue was related to training of the operators. Tosoh clinical support specialist was notified and provided the customer with additional training. The customer reported that after the additional phone instruction, they were able to run prog iii without any problems. Device evaluation by manufacturer: a 13-month complaint history review and service history review for serial number (B)(4) for similar complaints was performed. There were no other similar complaints identified during the searched period. The a1a-360 operator's manual states the following: control samples: reconstitute controls with 1ml of the pretreatment solution and let sit until dissolved. Note: the reconstituted controls are stable for 7 days when stored in the refrigerator (3 uses if 300ul are used each time). Incubate at least 300ul of control in a 13mm glass tube for 20 minutes (± 3 min) at 40ºc (± 2ºc) in a water bath or dry block heater. Incubated controls need to be used within 2 hours. Pour the incubated control(s) into a sample cup(s) and place on the aia-360 with the hba1c test cups. Press start. How does the user satisfy the requirements for testing accuracy? In order to satisfy the requirements for accuracy, the user needs to calibrate the assay he/she plans to run and run all levels of the appropriate control material. It is recommended that commercially available control samples be assayed daily. Calibrate the assays that are going to be run. Refer to the calibration section of the quick reference guide to obtain a detailed description of how to order and load the calibration material. The calibration curves will be necessary to determine the results for the control material and patient samples. After the calibration curves have been accepted, proceed to the next step. Run all levels of the appropriate control material with the appropriate test cups. Press menu on the keypad. Press assay monitor, load the samples onto the carousel and press start. When analysis is complete, verify the results with the ranges on the package insert. If one or more control sample value(s) is out of range, it is necessary to investigate the validity of the calibration curve before reporting patient results. How often should controls be assayed? In order to monitor and evaluate the accuracy of the analytical performance, it is recommended that commercially available control samples be assayed daily. If one or more control sample value(s) is out of range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Laboratories with multiple shifts may assay controls during every shift depending on the laboratory protocol. Aia 360 assay specification for prog; evaluation of results; quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strictest regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog, the highest concentration of progesterone measurable without dilution is approximately 40 ng/ml, and the lowest measurable concentration is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event was the customer needed additional training.